Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient experienced elevated blood glucose level up to 20 mmol/l since (B)(6) 2014. Caller reported patient programmed a temporary basal rate increase of 180-190% and took correction via pump and pen. Caller stated patient was able to get blood glucose under control. Caller stated on the morning of (B)(6) 2014 patient checked the pump and noticed that the piston rod and the anti- twist bushing did not work correctly. Patient alleges the pump did not deliver insulin correctly. No adverse event reported. Requested return of the alleged pump for evaluation.